Manufacturer narrative:
The two minicaps were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with magnification. Black points in the cap and foil were observed in both samples. The black points were determined to be traces of iodopovidone. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon opening the packaging of a minicap, black points were observed in the device. There were two units with this issue. This event was observed during setup. There was no patient injury or medical intervention associated with this event. No additional information is available.